Manufacturer narrative:
Block h6: problem code 4008 captures the reportable issue of product broke in half. Block h10: investigation result only the sheath of the navigator device was received and the dilator was not returned. A physical examination of the complaint device revealed that the sheath was broken. It was also noted that there were whitened areas indicating that the device was submitted to tension forces, also there is evidence of bending adjacent the whitened areas. This failure is likely due to factors or conditions related to procedure during the use of the device that could have affected its performance and its intended purpose. Therefore, the most probable root cause is adverse event related to procedure. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications.

Event description:
It was reported to boston scientific corporation that a navigator hd access sheath was used in the ureter during a ureteroscopy procedure performed on (B)(6) 2019. According to the complainant, during preparation, the sheath was found broken in half when removed from the package. The procedure was completed with another navigator hd access sheath . There were no patient complications reported as a result of this event.

Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a navigator hd access sheath was used in the ureter during a ureteroscopy procedure performed on (B)(6) 2019. According to the complainant, during preparation, the sheath was found broken in half when removed from the package. The procedure was completed with another navigator hd access sheath . There were no patient complications reported as a result of this event.